Event description:
It was reported that once the patient was placed on the ventilator, the patient's sats dropped. The patient was removed from the ventilator, the connections were checked, the patient circuit was changed, and the same results occurred. The facility had an artificial lung and observed the lung was not being inflated. The patient was put on the hospital ventilator and was never transferred. No patient harm reported.